Event description:
It was reported that the ar-6480, pump keeps stating pressure fault, even when new tubing is replaced, and pressure is set very low. Additional information 2/11/2021. It was reported that during a shoulder procedure on 2/5/2021, the ar-6480, pump was displaying pressure fault, even when new tubing is replaced, and pressure is set very low. The case was completed using a different ar-6480.

Manufacturer narrative:
The complaint is not confirmed. The unit will not duplicate the pressure fault.